Event description:
It was reported that the infusion set tubing was kinked and the user encountered an ¿unable to proceed¿ message during fill tubing after being instructed to press and hold following a disconnect; the agent advised replacing all supplies, guided the user through the change, and insulin delivery was resumed, consistent with a complete blockage associated with the tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications problem was identified during troubleshooting, with a device problem characterized as complete blockage localized to the tubing. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.